Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the implantable pulse generator (ipg) system was explanted due to infection. The organism was identified as (B)(6). No further patient complications have been reported as a result of this event.